Event description:
Per the clinic, the patient experienced balance issue and poor sound quality with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was treated with steroids (type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.